Manufacturer narrative:
Asr reporting authorization number: e2016010.of the 186 new events occurring in the reporting period, october 1 - december 31, 2017, 181 products were returned to zest anchors for evaluation. These results are provided in the asr line-item summary. The results are pending completion of evaluation for implants involving 5 incidents.summary of results of the 186 new events:- 213 - no failure detected: the device either functioned as designed or a failure was not found. 112 events were evaluated as"no failure detected."- 3252 - fracture problem: device problems caused by the separation of a component, object, or material into two or more piecesincluding shear. 2 events were evaluated as "fracture problem."- 3221 - no results available since no evaluation performed: for use when no methods were performed and therefore no resultswill be obtained. 61 events were evaluated as "no results available since no evaluation performed."- 3233 - results pending completion of evaluation: for use when the evaluation is still in progress. 6 events were evaluated as"results pending completion of evaluation."summary of results of the 15 events with new information:- 213 - no failure detected - the device either functioned as designed or a failure was not found. 4 events were evaluated as "nofailure detected."- 3221 - no results available since no evaluation performed - for use when no methods were performed and therefore no resultswill be obtained. 10 events were evaluated as "no results available since no evaluation performed."remedial action was not taken for any of the 193 total events. All events were known issues that are currently addressed throughrisk management.- 3252 - fracture problem - device problems caused by the separation of a component, object, or material into two or more pieces including shear.

Event description:
This report summarizes 201 reported events.186 of these events are new events occurring in the reporting period, october 1 - december 31, 2017.15 of these events are updates for events occurring in the reporting period, july 1 - september 30, 2017.device problems include the following:- 1863 - failure to integrate (non-integration),- 2408 - loss of integration,- 1260 - fracture,- 2993 - no known device problem - the reported event did not indicate any problem with the device. There is no evidence thatthe device was not within specification.patient problems include the following:- 1888 - hermorrhage,- 1930 - infection,- 1932 - inflammation,- 1994 - pain,- 2091 - swelling,- 2377 - osteolysis.